Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. Even after trying different programs, the patient felt the device wasn't really helping with their symptoms, so the patient turned it off. With the device off it wasn't really any different, so the patient decided to have the system removed in 2014. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.